Event description:
It was reported that the user experienced low glucose while using the ilet bionic pancreas and sought advice on preventing further lows, including guidance not to overtreat lows and to disconnect during highs to avoid additional insulin. A bg low of 70 mg/dl was reported. Symptoms included low blood glucose with device alerts for low and urgent low. Outcomes included self-treatment with oral carbohydrates and no need for medical intervention or assistance. Investigation included troubleshooting and user education. Investigation of this case revealed no device malfunction and the cause of hypoglycemia remained unclear. It was concluded, based on previously established findings for similar reports, that the cause was undetermined. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.

Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.